Manufacturer narrative:
H.6. Investigation summary a physical sample was not available for investigation but bd was provided with 4 photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 8148618, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed the female connection site had become separated from the body of the q-syte. The septum was still attached between the two parts. Based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for investigation the engineer was unable to determine a definitive root cause. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd q-syte luer access split septum experienced device damage/deformation which was noted during use. The following information was provided by the initial reporter, translated from chinese to english: the q-syte connector was used in the urinal to connect the urinal to the infusion device for bladder irrigation. The use time was 2 weeks. When the infusion device was removed, the nurse checked and found that the q-syte was broken.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported the bd q-syte luer access split septum experienced device damage/deformation which was noted during use. The following information was provided by the initial reporter, translated from (B)(6) to english: the q-syte connector was used in the urinal to connect the urinal to the infusion device for bladder irrigation. The use time was 2 weeks. When the infusion device was removed, the nurse checked and found that the q-syte was broken.